Manufacturer narrative:
Patient ID: (B)(6). This product is not marketed in the us claim # (B)(6).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -13.0/1.5/059 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of the event was reporter as unknown.